Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was intermittently unresponsive. The pump turned on when plugged into a power source and the customer was able to access the pump features. Customer's blood glucose was unaffected. Reportedly, customer used an alternative pump for insulin therapy.